Event description:
Customer reported that a nurse hung a secondary of azithromycin and did not want the pump to alarm due to being empty or to suck air into the line, so instead of programming initially for 250ml as the vtbi, she entered 200ml (intended rate was 250ml/hr). Normal saline was supposed to be the primary (rate of 100ml/hr) and a versed drip was supposed to be another secondary. What they believed occurred is this: the nurse went in and there was still volume to be infused from the antibiotic (this was inadvertently y'd into the versed line and not the saline line), so after the antibiotic infused, the rest of the bag of versed infused as the primary (100mg in one hour) instead of switching over to the saline. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 06/13/2014. (B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.